Event description:
Health care professional reported that 4 hours post implant, the disc was observed on echocardiogram to impinge. Sixteen hours post implant, the patient returned to the o.r. And tissue under the leaflet was removed. The disc closure was still insufficient and the surgeon electively replaced it with a 29mm valve. The valve was returned for analysis.